Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine and unknown morphine via an implantable pump. It was reported that the healthcare provider (hcp) stated the patient has a pump that they were told was "malfunctioning" and that they had requested a rep but no longer need one as they started giving the patient a different medication. The hcp did not know what the nature of the malfunctioning allegation was as they were just told that. They read notes regarding the patient and found one that said the pump was not effective for the patient's pain. They thought whatever was occurring started when they were in the hospital prior to them coming to their unit on 05-apr. The hcp stated they found a note that said the pump was implanted 25-mar but did not know what hospital or who the pump provider was.